Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Consumer reported they were able to charge their controller but no matter what they did the ins would not charge. The patient reported an x-ray was taken and showed that everything was in place. When the patient tries to charge their controller would say checking the recharger and the circle would go around for a while and then the controller turns off/times out. Patient reported started having excruciating pain the sunday prior to the report. The patient received a new recharger but was still unable to charge the ins. A replacement antenna and controller were sent but the issue was not resolved. It was reported that the ins was 20% charged and that the controller would work when not recharging. Patient thought a battery pack could resolve the issue. No further complications reported/anticipated.